Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 335 mg/dl at the time of the incident. Caller stated that he woke up with blank display on the screen of the insulin pump. The customer was assisted with troubleshooting and the display did not return even after inserting a new battery. Caller declined troubleshooting for high blood glucose reading. Customer stated that he treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.